Event description:
The customer reported that a shaft of the endoillumination probe was loose. The probe was not used and the surgery was completed with a new probe. No patient harm occurred.

Manufacturer narrative:
With regards to this complaint, one 25 gauge shielded total view endoillumination probe was received for investigation. Examination of the returned product revealed that the fiber was properly fixed in the inner capillary. The bond between the two capillaries, however, was compromised. The failing bond was most likely the result of improper application of glue during assembly. Hence, based upon the investigation it is concluded that the reported event occurred because the device was assembled incorrectly and as such the cause is traced to manufacturing. Review of the complaint database revealed no similar complaints have been reported on this specific lot previously. In addition, trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
Complaint article was received by d.o.r.c.. Investigation is ongoing.

Event description:
The customer reported that a shaft of the endoillumination probe was loose. The probe was not used and the surgery was completed with a new probe. No patient harm occurred.